Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the jaw on the pituitary broke during surgery. No patient complications were reported.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The superior shaft is broken at the centerline of the pivot pin. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order to induce a fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event.